Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that while removing a port-a-cath needle, the needle was unexpectedly exposed and penetrated the staff member¿s left palm. It appears that the safety mechanism of the needle malfunctioned, leaving the needle exposed and resulting in the injury. Additional information received on 19-dec-2024: the date of the incident was december 3rd, it was a blood exposure incident as the needle was removed post-treatment. We followed our blood and body fluid exposure incident process here. Patient was not impacted but staff member was. No other information was provided.